Event description:
It was reported that during a da vinci-assisted prostatectomy - radical salvage procedure, the surgeon contacted intuitive technical support engineer (tse) to report that it was impossible to open the jaws of the instrument installed on universal surgical manipulator (usm)/arm 4. Prior to call , he already restarted the system and replaced twice the instrument on arm 4. The same instrument worked normally on arm 2. Tse reviewed logs and found nothing relevant in the logs concerning fault reported. Tse asked caller to reseat the sterile adapter (sa) on arm 4, the issue remained. Tse guided caller to swap control between arm left and right master tool manipulator (mtm): this put in evidence that the fault came from the right mtm. As the system was single console and the other single system was in use, tse guided caller to hard power cycle the surgeon side cart (ssc) the issue remained. Tse informed that all troubleshooting have been performed, the issue require a field service visit. It is unknown if the procedure was completed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.